Event description:
Information received a smiths medical cadd ms3 slate grey 7400 was believed to not be delivering medication to a patient that has pulmonary arterial hypertension. The patient was experiencing shortness of breath. No alarms, no leaking and seems to be running. Registered nurse to restart remodulin at a lower dose then worked her way back up to dose of 37 ng/kg/min. Issue then resolved.

Manufacturer narrative:
Device evaluation: one cadd ms3 pumps was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing performed. The customer stated problem was verified. According to the investigation, functional testing was performed and found the device unable to delivery medication due to download software failure which result in no "start delivery" option in the setup option. Further investigation determined that a faulty microprocessor board is the root cause of the issue. Therefore, the microprocessor board will be replaced. The problem source of the reported problem is unknown.

Manufacturer narrative:
Other, other text: additional information: b3 (date of event).